Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the consumer experienced discomfort after inserting new contact lenses. Instructed by their ecp, the consumer discarded the lenses and began wearing a new set. The consumer experienced the same discomfort with the new lenses, so they decided to go to an emergency room where they were diagnosed with peripheral ulcers (od). The consumer was given multiple medications and was referred to an ophthalmologist. The consumer was seen by the ophthalmologist. A reasonable and good faith effort was made to establish communication with the consumer and obtain medical documentation without results.